Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced frequent overnight hypoglycemia while using the ilet system, with contributing use issues that included missed or delayed meal announcements, unannounced nighttime eating, potential misuse of the more/less feature to address hyperglycemia, a mismatched cgm lower target time window, and episodes of dislodged infusion set or depleted insulin not being addressed promptly. Symptoms included hypoglycemia with severe episodes. Outcomes included need for coaching on device use, alert settings, and meal announcement practices. Investigation included troubleshooting with education covering alert optimization, correct lower target timing, proper meal and snack entry, use of the more/less feature, supply change steps, and ketone action planning. Investigation of this case revealed user-related factors as the primary contributors, including missed meal announcements, inappropriate alert response, and failure to correct supply issues, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate response to alerts and supply issues.